Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 829 mg/dl resulting in diabetic ketoacidosis and hospitalization. Reportedly, the customer alleged that the pump software was suspending insulin delivery inappropriately causing the customer to go high. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the bg and hospitalization; however, the customer did not respond. No additional patient or event information was available.